Manufacturer narrative:
The device has not been returned to the MFR. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.

Event description:
Kroger meter produced a blood-glucose result of 147 mg/dl. Based on that took medicine but exhibited symptoms of hypoglycemia. During the event, the meter read 81 mg/dl.